Event description:
A nurse reported following the intraocular lens implantation the patient had experienced distorted vision and glare at night - out of focus and double vision. The lens was then explanted in a secondary surgery. The clinical reason for the explant was insufficient power.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Not enough information was provided by the reporter for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no harm to the patient. The patient issues have resolved. The patient was not hospitalized for the event. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury